Event description:
I got the lap-band (I believe/realize) 3 years ago. Immediately had problems getting food down my esophagus - very painful. Did not get better with time as I was told it would. I really could hardly eat any foods unless they were very soft and liquid. Couldn't eat meat at all. Because of the pain while eating, I could not eat the right foods and didn't lose weight. The doctor removed fluid until all fluid was removed. Still had problems getting food down (this includes throwing up sometimes and otherwise very painful episodes). Finally had an endoscopy and it showed my esophagus and stomas all swollen and irritated from the band. I am having it removed, thank god. This device was awful and I think there should be a class action lawsuit against them. The doctor kept trying to blame me for the problems, which was very frustrating as well. Lapband should be taken off the market.